Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient did not feel like they were getting any stimulation. They were not leaking, but they were going to the bathroom frequently. Troubleshooting showed that stimulation was off, and it was reviewed that stimulation needs to be on to be effective. Stimulation was turned on and the patient felt it, noting that it was almost uncomfortable. Stimulation was decreased to 0.9v. Additional information received from the patient who had a urinary accident and wanted to make sure the device was working. During the call, they had access to their patient programmer (pp) and synched to their ins which showed stimulation was off so it was turned on. They have the ability to change programs and/or adjust stimulation and wanted to increase stimulation after turning it on so it was increased from 0.9v to 1.0v. It was recommended to complete a voiding diary to track progression/therapeutic response; therapy expectations were also reviewed. An additional call from the consumer indicated that the patient has not experienced any massive flows, but had started leaking again. The leaking started a couple of days prior to the call, but the morning of the call had been really bad. The caller indicated that the patient had 5 leaks since 5 am the morning of the call and was not feeling stimulation. The patient indicated that they only felt stimulation after the procedure and while they had felt a pulsating sensation during the trial it was more like a constant pressure with the implant. The patient had previously increased from 0.9 to 1.3, but this had not helped. During the call the patient was found to have stimulation on and set to 1.3 on program 2. The patient was assisted with increasing stimulation to 1.5 and confirmed comfortable stimulation in the target area. Additional information was received. Consumer reported they did not know why their stimulation was off and they were not able to feel stimulation after turning it back on. It was reported that "it happened again" and the patient thought maybe their device was defective. No further complications reported/anticipated.